Manufacturer narrative:
Additional information was received from the customer, via email, reporting an additional battery issue (charging issue). Multiple attempts follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 50% to 5% after being connected to a power source. Customer reported blood glucose level was 225 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.